Event description:
It was reported the lead was explanted and replaced due to high capture threshold and low sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.